Manufacturer narrative:
According to the facility on (B)(6) 2023 during a cardiac procedure "3 air bubbles in the catheter that were entrained into the closed manifold system and almost injected directly into the patient's coronary artery." Per the facility the catheter was aspirated and flushed prior to use and a "waste bag also was included in the kit and was used". Per facility the catheter was removed and an additional catheter was placed for the procedure. Per the facility there was no reported injury or medical intervention that was required and the patient was discharged. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 during a cardiac procedure "3 air bubbles in the catheter that were entrained into the closed manifold system and almost injected directly into the patient's coronary artery."

Manufacturer narrative:
Updated: d4, d9, g3, g6, h6.

Manufacturer narrative:
Updated a2: age at time of the event, updated a3a: sex, updated a4: patient weight.